Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, upon sensor removal, patient was unable to locate the sensor wire. Dexcom has issued an rga for patient to return her device to be investigated.